Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, serial number: corrected. Section d4, lot number: corrected. Section d4: expiration date. Section d4, primary UDI number: corrected. Section h4: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event is supplemental and that the investigation findings will be submitted under MFR # 2916596-2023-08662.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the center requested a heartmate3 modular cable connector cleaning. Indicating a potential issue with the connection. Related manufacturer reference number: 2916596-2023-08779 (modular cable).